Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an evaluation of the customer¿s device and observed that the device had logged an event code in the memory which is related to a potential issue of the device deliver energy. The issue could not be duplicated. After clearing the codes, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device was slow to charge. Upon inspection, stryker observed that the customer's device had logged an event code in the memory which is related to a potential issue of the device deliver energy. There were no adverse consequences to the patient as a result of the reported event.